Event description:
It was reported that throughout the night the customer was running out of insulin in his cartridge. Customer reports there is no damage to the cartridges. Customer's blood glucose levels ran low.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.